Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19aug2020.

Event description:
The customer reported a ventilator with a blower switch control failure. There was no on-site evaluation by the manufacturer. This condition was discussed between the customer and the manufacturer's service technician, and the customer was advised that no service or parts are available at this time for this ventilator. There was no patient involvement or harm. The customer decided to shelf this unit as end-of-life. No further repair will be made on this event.